Manufacturer narrative:
Concomitant medical products: 5076 lead. Implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the patient had an episode of ventricular tachycardia (vt) but the rhythm was suspected to supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.